Event description:
Reporter noted system does not recognize cassette during set-up. Tried a couple new cassettes and cycling power. Patient was on table; blocked and sedated. Case was cancelled and rescheduled. Stated there was no patient injury.

Manufacturer narrative:
Customer had attempted to use system prior to required installation. A company service rep checked system, replaced fluid assembly to resolve performance problem reported; completed system installation, tested and verified system met specifications.